Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle m mesh and t-sling. Later the patient experienced vaginal pain, painful urination, recurrent incontinence and recurrence cystocele. A revision surgery on left side of the t-sling, spinal anesthesia used and removal of the mesh sling were performed.